Event description:
Customer reported he was hospitalized due to diabetic ketoacidosis. Customer stated that the infusion set came out of the skin while sleeping and caused him to go high. Customer checked his blood glucose when he woke up and it was at 213 mg/dl, he ate and started to vomit. Blood glucose value at the time of admission was 730 mg/dl. Customer experienced nausea and vomiting. Customer was wearing the insulin pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.